Manufacturer narrative:
A review of the device history record has been completed. This pump passed all previous tests. Complaint history review performed. Complaint data reviewed from: : 1/1/2021 to 7/14/2023 and there were no previous complaints on this device. Analysis of the returned device is complete. Results: z-800f pump 615038 was flow rate tested with a flow rate deviation of 1.26% which is within manufacturing specifications. Reported issue was not confirmed. Pump meets passing criteria.

Event description:
On 09/15/2022, zyno medical received a complaint from a user facility representative. It was reported that "pump (B)(4) was infusing at the incorrect rate." The device operator was a director of materials management. Medication being infused was unknown. There was a patient involved. The patient was not harmed or injured. Event date is unknown.

Manufacturer narrative:
Zyno medical is waiting for the arrival of the affected device.